Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed. Evaluation is in process.

Event description:
The account generated false positive architect bhcg of 121.95 miu/ml on a patient who repeated <1.2 miu/ml with a second blood tube. The first blood tube was repeated with a negative result of <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Review of ticket trending did not identify an increase in complaint activity related to false elevated/false positive results. However, the lot review for likely cause reagent lot 76054ui00 did identify increased activity for the customer's issue. To investigate the customer's issue, the historical performance of reagent lot 76054ui00 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 76054ui00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 76054ui00. In addition, a device history record review was performed on lot 76054ui00, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue under review. Use error may have contributed to the customer's issue as the complaint text states that carryover is suspected, and the customer was performing daily maintenance using purified water instead of the required 0.5% sodium hypochlorite solution. Taken together, no product defiency was identified.